Event description:
It was reported that pump experienced malfunction after customer went through full body scanner at airport with pump on body before boarding plane. There was no adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction returned, and caller acknowledged and understood instructions.